Event description:
Note: the exact date of the event is unknown; however, the stents were implanted in 2002. Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2009-04033 for the other associated device information. It was reported to boston scientific corporation that two ultraflex tracheobronchial stents were used during a stenting procedure performed in 2002 on a patient. According to the complainant, during a bronchoscopy of a patient, the physician observed that the two ultraflex bronchial stents placed in the left main stem in 2002 had occluded resulting in severe left bronchomalacia. The patient is in very fragile pulmonary status, has chronic wheezing and decreased exercise tolerance. No additional details are available a this time. However, our investigation regarding the circumstances surrounding this event continue. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown; the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.